Event description:
It was reported that the reusable surgical fiber broke after 2 uses. There was no injury reported.

Manufacturer narrative:
Fiber analysis: the surgical fiber was returned in two pieces. An approximate 2 feet, 10 inch segment of the fibers distal end was found to be burnt at the tip. The proximal segment of the fiber was found to be creased near the input connector and the blue sheath stripped away at the distal end of the segment. Fiber breakage could result in an unsafe firing condition. The most probable root cause of the device failure was determined to be user handling/excessive bending.